Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the charge button was stuck in a shorted position which caused the charge and analyze buttons to no longer function. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio did not clearly identify a cause of the initially reported issue of the device switching to pacing mode from an ECG monitoring mode.

Event description:
The customer initially reported that their device will randomly switch to pacing mode while in ECG monitoring mode. After an evaluation of the device, it was observed that the device can not charge defibrillation therapy. There was no report of any patient use associated.